Event description:
New information notes oversensing was observed on the right ventricular (rv) lead. Programming changes were made. The patient was stable before, during and after the changes.

Event description:
It was reported that multiple noise episodes were observed on the right ventricular (rv) lead. Programming changes were recommended. The patient was stable throughout.